Manufacturer narrative:
Device #2: proglide, lot #72069-6h indicated will be filed under a separate medwatch MFR number. The device has been received. Investigation s not complete.

Event description:
Device malfunction: device #1 knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the knot failed to advance. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.